Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead was failing to capture and exhibited a decreasing r wave and noise over-sensing. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿rv lead intermittent capture and decreasing r wave¿ and noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found damage consistent with clavicle crush forces with all outer coil filars noted separated. X-ray examination found that the outer coil filars were fractured at the clavicle crush region. The cause of the reported events was due to the fractured outer coil filars at the clavicle crush region.